Event description:
Pt rep. Called and mentioned the therapy was still shutting off by itself even after the pt had received the replacement controller. Pt rep. Said pt was in "grave pain" because the therapy was shutting off by itself. Pt rep. Said pt was "no longer in front of pain, but was behind it." Pt's pain had gotten so bad that the pt took 2 doses of flexeril per day to manage pain(pt was prescribed flexeril by hcp on file as needed and pt used to take one dose "once in a blue moon"). Pt rep. Did not know when issue started(pt rep. Said "6 months ago" but was "guessing"). Pt rep. Mentioned the pt had therapy on (B)(6) and the pain had gotten "really bad" for the pt. Pt had an appointment to get their pain pump filled with hcp on file on (B)(6) 2021 at 8:30am(no allegation made against pain pump). Patient services specialist sent an email to the local mdt reps and redirected to hcp. Caller is not with the patient but reported the family will be meeting with the patient. Family is reporting the ins is turning off without any outside interaction. Family will contact rep after meeting with the patient.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the caller said they know stimulation turns off when the ins battery is low/empty, but don't know why it turns off other times. Troubleshooting asked if they noticed stim turning off in certain positions, caller said the patient (pt) told them "sometimes", but then went on to say the pt was leaning forward and when they leaned back they could feel it more. Caller also said they had to go from 8.3 to 9.9 stim intensity and pt had been on group b the whole time the issue had been occurring. Caller was with pt and was therefore able to try and troubleshoot adaptivestim. Caller went into the menu and reported check position was greyed out. Caller then said recharger was plugged in and charging, however when they stopped charging, unplugged recharger, and locked/unlocked controller, the check position was still greyed out. Caller also stated pt just told them they could not feel stimulation as much after caller unplugged recharger. Caller made sure adaptivestim option in program 1 was turned on and implant battery was not low, but check position was still greyed out. Caller then reset controller but check position was still greyed out. Troubleshooting had caller try group a (at first intensity was set to 0, but caller increased to 8.5 and pt confirmed they could feel stim) and check position was still greyed out, even after turning on adaptivestim in the program 1. Troubleshooting reviewed now that pt was on group a, they could try group a if it helps pt and reviewed to monitor stimulation to see if stimulation turned off on group a as well. Troubleshooting reviewed a rep can check pt's implant/settings at their doctor appt on the 23rd and call while with the pt if needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that following the initial call, the patient and the patient representative met in the implanting doctor's office, troubleshooting was performed and reprogramming was completed; however, the patient continued to experience the implantable neurostimulator turning off. The caller was told that the patient needs to call and request a replacement controller to resolve this. Patient services reviewed the controller function and will replace it since all other troubleshooting has been performed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient regarding an implantable neurostimulator (ins). It was reported that the patient's ins was turning itself off. The caller said this had been happening for months, caller said this started six (6) months ago, and they have talked to three (3) different people over those last 6 months. The caller said this is their first time calling patient services (ps), but that their sister spoke with a manufacturer representative (rep) who thought their mom was turning off the stimulation, and then they spoke with a different rep who did a print out of the ins activity and that print out did not show any inactivity. The caller said when the stimulation turns off, most of the time, they have to turn it back on themselves, but sometimes it will turn itself back on. Sometimes when the patient walks around, they said the stimulation will turn off, but sometimes will "pop back on". The patient had mentioned to one of the reps that it seemed like when they leaned back, they did not feel the stimulation but when they moved to the side, they could feel it, so then the rep had made an adjustment. The caller said rep programmed so it s hows a picture of patient reclining back, pss understood caller was talking about adaptive stimulation.  It had fixed everything besides the stimulation turning itself off. Caller mentioned that they had been keeping the patient's controller and ins charged up to rule out the low batteries being the cause of the stimulation turning off and have also kept the programmer in a case so the patient does not turn the stimulation off. The caller mentioned the patient had been in so much pain lately over the last 6 months and had gradually gotten worse. It was reported that the caller states the pain started "about 6 months ago" and states the pain is due to the scs device turning off.  The caller was not with the patient to check the adaptive stimulation settings but will be calling back when they are with the patient for further troubleshooting. The patient has an appointment with their healthcare provider (hcp) on the (B)(6).